Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board. The device was received with cracked display window corner, cracked reservoir tube lip, minor scratched display window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and blank display. The blood glucose at the time of the incident was 131 mg/dl. The customer had a blank display but after inserting a new battery the display returned. The customer had a button error alarm and then it turned off. The customer was advised to discontinue use of the pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.